Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26dec2019.

Event description:
The customer reported that the ventilator trolley is not moving properly. There was no patient/user involvement. The manufacturer's international service technician evaluated the device and found the wheels were stuck due to cotton threads around it. The service technician removed the cotton threads and this resolved the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.